Event description:
It was reported that during a surgery it was starting to smell like smoke, something was burning. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.